Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reported patient underwent revision procedures on (B)(6) 2013 and (B)(6) 2013 due to patient allegations of inflammation, complications with her right hip, dislocations, pain, trouble walking, and elevated metal ion levels. Review of the invoice history confirms that an initial hip procedure was performed (B)(6) 2008; however, no records have been located to confirm procedures on (B)(6) 2013 and (B)(6) 2013. Therefore, it could not be determined what component(s) might have been removed or replaced for either date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reported patient underwent revision procedures on (B)(6) 2013 due to patient allegations of inflammation, complications with her right hip, dislocations, pain, trouble walking, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent a two stage revision (B)(6) 2013 due to infection. Revision op report dated (B)(6) 2013 notes the presence of brown fluid from the capsule. Notes also report unsuccessful attempts to remove the femoral head from the trunnion and bone loss of the anterior and medial portion of the proximal femur. All metal implants were removed and antibiotic spacers placed due to potential for infectious changes. There was bone loss and osteolysis along the posterior aspect of the acetabulum. Op report dated (B)(6) 2013 notes anterior bone loss.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reported patient underwent revision procedures on (B)(6) 2013 due to patient allegations of inflammation, complications with her right hip, dislocations, pain, trouble walking, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent a two stage revision (B)(6) 2013 due to infection. Revision op report notes all components were removed and replaced with antibiotic spacers during stage one and replaced during stage two. Op report dated (B)(6) 2013 notes anterior bone loss.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03870 and -06245 / -06246).